Event description:
A report was received that the patient was experiencing discomfort in his body when sitting down. The patient underwent a revision wherein the physician replaced the old ipg with a new one due to ipg can't be charged. The patient is doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort in his body when sitting down. The patient underwent a revision wherein the physician replaced the old ipg with a new one due to ipg can't be charged. The patient is doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient felt the discomfort all the time. The physician also decided to replace the patient's old ipg because it was taking longer to charge and it was not getting a full charge. The physician suspected malfunction.